Event description:
The customer reported a suspected transfusion transmitted bacterial infection (ttbi) where an apheresis platelet bag demonstrated growth of staph aureus. This organism was also grown from the blood culture of the patient. The patient was receiving the transfusion as part of a pre operative plant (elective bariatric surgery, gastronomy) for a platelet function disorder known to a haematologist. Patient was transferred to ICU and is in multiorgan failure, intubated on ionotropes and requiring renal replacement therapy. Blood cultures are positive for meticillin-sensitive staphylococcus (mssa) and patient has been started on IV antibiotics. Platelet bag has also been cultured ((B)(6) 2024), and this has grown mssa as well. Per the customer, the patient is out of ICU, however may have permanent kidney damage. Patient ID is not available at this time. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Investigation is in process, a follow-up report will be provided.

Manufacturer narrative:
Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported a suspected transfusion transmitted bacterial infection (ttbi) where an apheresis platelet bag demonstrated growth of staph aureus. This organism was also grown from the blood culture of the patient. The patient was receiving the transfusion as part of a pre operative plant (elective bariatric surgery, gastronomy) for a platelet function disorder known to a haematologist. Patient was transferred to ICU and is in multiorgan failure, intubated on ionotropes and requiring renal replacement therapy. Blood cultures are positive for meticillin-sensitive staphylococcus (mssa) and patient has been started on IV antibiotics. Platelet bag has also been cultured ((B)(6) 2024), and this has grown mssa as well. Per the customer, the patient is out of ICU, however may have permanent kidney damage. Patient ID is not available at this time. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA. The collection set is not available for return because it was discarded by the customer.

Event description:
The customer reported a suspected transfusion transmitted bacterial infection (ttbi) where an apheresis platelet bag demonstrated growth of staph aureus. This organism was also grown from the blood culture of the patient. The patient was receiving the transfusion as part of a pre operative plant (elective bariatric surgery, gastronomy) for a platelet function disorder known to a haematologist. Patient was transferred to ICU and is in multiorgan failure, intubated on inotropes and requiring renal replacement therapy. Blood cultures are positive for meticillin-sensitive staphylococcus (mssa) and patient has been started on IV antibiotics. Platelet bag has also been cultured ((B)(6) 2024), and this has grown mssa as well. Per the customer, the patient is out of ICU, however may have permanent kidney damage. Patient ID is not available at this time. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. According to staphylococcus aureus infections - infections - merck manual, staphylococcus aureus is present in the nose (usually temporarily) of about 30% of healthy adults and on the skin of about 20%. The percentages are higher for people who are patients in a hospital or who work there. The bacteria can spread from person to person by direct contact, through contaminated objects (such as gym equipment, telephones, door knobs, television remote controls, or elevator buttons), or, less often, by inhalation of infected droplets dispersed by sneezing or coughing. According to the aabb circular of information for the use of human blood components (revised 2017), although methods to limit and detect bacterial contamination have been implemented for most platelet components, they remain the most likely blood components to be contaminated with bacteria. Gram-positive skin flora are the most commonly recovered bacteria. Symptoms may include high fever (=2.0 c or =3.5 f increase in temperature), severe chills, hypotension, or circulatory collapse during or immediately after transfusion. In some instances, symptoms, especially when associated with contamination by gram-positive organisms, may be delayed for several hours following transfusion. Prompt management should include broad-spectrum antibiotic therapy along with cultures from the patient, suspected blood component(s), and administration set. A gram¿s stain of suspected contaminated unit(s) should be performed whenever possible. Although most platelet components are routinely tested for bacterial contamination, this does not completely eliminate the risk. The phenomenon of bacterial contamination in blood products, especially platelets, is known to occur. With current technologies, given the nature of microorganisms on human skin and the mechanical act of piercing the skin coupled with the fact that platelets must be incubated at room temperature it is not possible to eliminate this phenomenon from occurring. The devices terumo bct manufactures in lakewood / littleton, co, vietnam, costa rica and harmac to collect, separate and store blood products are terminally sterilized to an sal of < 1.0 x 10-6. Additionally, a sterility assurance system has been designed and employed to ensure this sal will be achieved for every product manufactured. Therefore, it may be concluded bacterial contamination observed in collected blood products from terumo bct devices is most likely due to the inherit hazard of collecting blood as it relates to bacterial contamination. A disposable complaint history search was performed for this lot and found no other reports for similar issues on this lot. Investigation is in process, a follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information in b.5, h.6, and h.11 investigation: per the customer, the linked apheresis platelet bag did not demonstrate growth of any organism during pre-release bacterial contamination testing at lifeblood and remains culture negative to date (nor did bags 2 and 3 from this triple platelet collection). Of the remaining 2 platelet bags from this collection, one was transfused without incident and the other has been recalled, tested and is culture negative to date. Testing was done using bact alert virtuo, and broth culture system (bcs) inoculation. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. According to staphylococcus aureus infections - infections - merck manual, staphylococcus aureus is present in the nose (usually temporarily) of about 30% of healthy adults and on the skin of about 20%. The percentages are higher for people who are patients in a hospital or who work there. The bacteria can spread from person to person by direct contact, through contaminated objects (such as gym equipment, telephones, doorknobs, television remote controls, or elevator buttons), or, less often, by inhalation of infected droplets dispersed by sneezing or coughing. According to the aabb circular of information for the use of human blood components (revised 2017), although methods to limit and detect bacterial contamination have been implemented for most platelet components, they remain the most likely blood components to be contaminated with bacteria. Gram-positive skin flora are the most commonly recovered bacteria. Symptoms may include high fever (=2.0 c or =3.5 f increase in temperature), severe chills, hypotension, or circulatory collapse during or immediately after transfusion. In some instances, symptoms, especially when associated with contamination by gram-positive organisms, may be delayed for several hours following transfusion. Prompt management should include broad-spectrum antibiotic therapy along with cultures from the patient, suspected blood component(s), and administration set. A gram¿s stain of suspected contaminated unit(s) should be performed whenever possible. Although most platelet components are routinely tested for bacterial contamination, this does not completely eliminate the risk. Per an internal technical report, the phenomenon of bacterial contamination in blood products, especially platelets, is known to occur. With current technologies, given the nature of microorganisms on human skin and the mechanical act of piercing the skin coupled with the fact that platelets must be incubated at room temperature it is not possible to eliminate this phenomenon from occurring. The devices terumo bct manufactures in (B)(6), co, vietnam, costa rica and harmac to collect, separate and store blood products are terminally sterilized to an sal of < 1.0 x 10-6. Additionally, a sterility assurance system has been designed and employed to ensure this sal will be achieved for every product manufactured. Therefore, it may be concluded bacterial contamination observed in collected blood products from terumo bct devices is most likely due to the inherit hazard of collecting blood as it relates to bacterial contamination. A disposable complaint history search was performed for this lot and found no other reports for similar issues on this lot. Root cause: a root cause assessment was performed for the microbial contamination. Based on the available information a definitive root cause could not be determined but it is likely due to one or a combination of the possible causes listed below: * improper cleaning of venipuncture site resulting in bacterial growth in product bag. * improper venipuncture technique introduces bacteria at access site resulting in bacterial growth in product bag * skin plug due to donor venipuncture resulting in skin plug returned to collected product and subsequently to transfusion recipient * species was endogenous and originated from the donor. * inadequate post-processing laboratory practices such as qc sampling or handling techniques.

Event description:
The customer reported a suspected transfusion transmitted bacterial infection (ttbi) where an apheresis platelet bag demonstrated growth of staph aureus. This organism was also grown from the blood culture of the patient who was in the intensive care unit (ICU) ventilated, on dialysis and inotrope support. The patient was receiving the transfusion as part of a pre-operative plant (elective bariatric surgery, gastronomy) for a platelet function disorder known to a haematologist. Patient was transferred to ICU and is in multiorgan failure, intubated on ionotropes and requiring renal replacement therapy. Blood cultures are positive for meticillin-sensitive staphylococcus (mssa) and patient has been started on IV antibiotics (ceftriaxone) was doing well at that time. The platelet bag has also been cultured ((B)(6)2024), and this has grown mssa as well. Per the customer, the patient is out of ICU, however, may have permanent kidney damage. Multiple attempts were made to obtain missing patient¿s information without success. Patient ID and age are not available. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA. The collection set is not available for return because it was discarded by the customer.